Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 20 mg/ml; 2.180 mg/day via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was approximately (B)(6) 2016. It was reported a motor stall was seen at initial interrogation; stopped pump period may exceed tube set. The patient had a refill on (B)(6) 2016 and the pump showed a motor stall and tube set message. The plan was to silence the pump alarms due to the motor stall. The patient had an MRI about a month ago which was not related to the pump therapy. The logs were reviewed and there were no motor stalls prior to (B)(6). The patient had symptoms the previous week including hallucinations and a bad taste and smell. The patient was taking oxycodone orally and was no longer experiencing the symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.